Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas leak alarm. The console was swapped out, but the issue persisted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The sheath was covering the rear taper end of the membrane. The extender tubing and pressure tubing were also returned. A catheter tubing kink was observed near the y-fitting at approximately 76.2cm from the iab tip.an underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected.the iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded.the iab performed according to specifications. Even though we were unable to duplicate the reported problem, kinks to the catheter tubing may cause pump alarms. The observed kink was not sufficiently significant to cause a pump alarm. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event.reference complaint # (B)(4).

Manufacturer narrative:
Section d added concomitant products the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas leak alarm. The console was swapped out, but the issue persisted. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4). Device not returned

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas leak alarm. The console was swapped out, but the issue persisted. There was no patient harm or adverse event reported.